Event description:
Voluntary medwatch form received: mw5177828. It was reported that this device exhibited high out of range shock lead impedance of 150 ohms. No additional information was provided. This device remains in service and no adverse patient effects were reported.

Manufacturer narrative:
Voluntary medwatch form received: mw5177828.